Manufacturer narrative:
At this time no conclusions can be made. The medical records provided by the patient¿s attorney do not indicate a root cause for the patient¿s medical condition post implant. It is unclear to what extent the bard/ davol soft mesh may have caused or contributed to the reported event. Infections, adhesion and pain are known complications and are listed in the adverse reaction section of the IFU. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney and medical records: on (B)(6) 2014 - the patient was diagnosed with stage 3 post-hysterectomy vaginal wall prolapse and underwent exploratory laparotomy, lysis of adhesions, abdominal sacrocolpopexy, halban culdoplasty procedures and was implanted with a bard/davol prolene soft mesh and a non-bard/davol obtryx sling. On (B)(6) 2016 to (B)(6) 2019 - the patient made multiple hospital visits with complaints of abd. Pain, was diagnosed with large bowel obstruction, diverticulosis, acute diverticulitis, grade 3 hemorrhoids, chronic idiopathic constipation, chronic urinary tract infection, chronic neck/back pain and migraines. The patient was treated with antibiotics and laxatives. On (B)(6) 2019 - the patient presented with multiple pelvic complaints and increased urinary tract infections, hematuria, dyspareunia. On (B)(6) 2019 - cystoscopy demonstrated intravesical mesh/ suture erosion (3 to 4 mm). Additionally, calcifications and stone formation was observed. On (B)(6) 2019 - the patient underwent cystoscopy with removal of bladder stone, removal of intravesical stitch and mesh fibers. This stone was removed revealing both underlying mesh and suture. The physician also noted that multiple areas of thin mesh were able to be seen through the bladder and that the sutures were intertwined with the mesh fibers. It was suspected that there was exposed mesh and suture erosion into the bladder. On (B)(6) 2019 - the patient underwent laparoscopic removal of the sacrocolpopexy mesh (bard/davol soft mesh), cystotomy repair, extensive lysis of adhesions, cystoscopy with insertion and removal of ureteral stents procedures. Cystourethroscopy revealed persistent approximately 2 to 3 mm mesh erosion as well as the suture erosion. It was noted that the omentum was densely adherent in the midline to her prior vertical midline incision. Also, significant adhesions of the sigmoid colon, small and large bowel, to the posterior vagina, vaginal apex and left pelvic sidewall were noted. Attorney also alleges that the patient "will continue to suffer from long-term risks of future erosion, infection, vaginal pain and pelvic pain. These risks remain for as long as the mesh remains in her body. Therefore, the patient may need additional surgery to remove any remaining mesh as well as the possibility of additional vaginal surgeries for vaginal scarring, pelvic pain, and recurrent infections, and will likely continue to suffer other injuries associated with the original implantation of the device. The patient will likely require pelvic floor therapy and physical therapy to alleviate her symptoms stemming from the implant of the bard/davol prolene soft mesh."

Manufacturer narrative:
At this time no conclusions can be made. The medical records provided by the patient¿s attorney do not indicate a root cause for the patient¿s medical condition post implant. It is unclear to what extent the bard/davol soft mesh may have caused or contributed to the reported event. Infections, adhesion and pain are known complications and are listed in the adverse reaction section of the IFU. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the catalog no. Provided in the medical records. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per information provided by the patient's attorney and medical records: (B)(6) 2014: the patient was diagnosed with stage 3 post-hysterectomy vaginal wall prolapse and underwent exploratory laparotomy, lysis of adhesions, abdominal sacrocolpopexy, halban culdoplasty procedures and was implanted with a bard/davol prolene soft mesh and a non-bard/davol obtryx sling. (B)(6) 2016 to (B)(6) 2019- the patient made multiple hospital visits with complaints of abd. Pain, was diagnosed with large bowel obstruction, diverticulosis, acute diverticulitis, grade 3 hemorrhoids, chronic idiopathic constipation, chronic urinary tract infection, chronic neck/back pain and migraines. The patient was treated with antibiotics and laxatives. (B)(6) 2019- the patient presented with multiple pelvic complaints and increased urinary tract infections, hematuria, dyspareunia. (B)(6) 2019- cystoscopy demonstrated intravesical mesh/suture erosion (3 to 4 mm). Additionally, calcifications and stone formation was observed. (B)(6) 2019- the patient underwent cystoscopy with removal of bladder stone, removal of intravesical stitch and mesh fibers. This stone was removed revealing both underlying mesh and suture. The physician also noted that multiple areas of thin mesh were able to be seen through the bladder and that the sutures were intertwined with the mesh fibers. It was suspected that there was exposed mesh and suture erosion into the bladder. (B)(6) 2019- the patient underwent laparoscopic removal of the sacroclopopexy mesh (bard/davol soft mesh), cystotomy repair, extensive lysis of adhesions, cystoscopy with insertion and removal of ureteral stents procedures. Cystourethroscopy revealed persistent approximately 2 to 3 mm mesh erosion as well as the suture erosion. It was noted that the omentum was densely adherent in the midline to her prior vertical midline incision. Also, significant adhesions of the sigmoid colon, small and large bowel, to the posterior vagina, vaginal apex and left pelvic sidewall were noted. Attorney also alleges that the patient "will continue to suffer from long-term risks of future erosion, infection, vaginal pain and pelvic pain. These risks remain for as long as the mesh remains in her body. Therefore, the patient may need additional surgery to remove any remaining mesh as well as the possibility of additional vaginal surgeries for vaginal scarring, pelvic pain, and recurrent infections, and will likely continue to suffer other injuries associated with the original implantation of the device. The patient will likely require pelvic floor therapy and physical therapy to alleviate her symptoms stemming from the implant of the bard/davol prolene soft mesh."